Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the pump was stating the patient had a 5% increase in daily rate on 2014 (B)(6). The patient had slurred speech and was in and out of consciousness. The patient experienced altered mental status and overdose symptoms. The patient status at the time of the report was unable to be obtained. The patient was being taken to the emergency room. The patient had multiple narcotic changes in the last week or so due to not being able to control pain. The event required hospitalization and medical intervention. The pump was turned down by the doctor in the emergency room on 2014 (B)(6). The device remained implanted and in service. At the time of the report the patient was still in the hospital and had some renal insufficiencies. The system was being used to deliver morphine and bupivacaine. Follow-up information regarding the patient outcome has been requested but was not available as of the date of this report.